Event description:
The surgeon set the setting at 12-15 (normal setting) and removed a thicker piece of tissue. Only a thin piece is suppose to be removed. Approximately, 5 mm quarter size pieces were removed through the sheath instead of 2-3 mm size pieces.